Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (Catalog number and UDI number) and are unknown, no information provided to date.

Event description:
It was reported that three pumps alarmed "no pump reservoir not working". Replaced by other pumps, but the alarm persisted. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One (1) picture and one (1) video were attached and reviewed. Picture one shows a cassette with focus on the upper part and ay bag neck section, it is observed that the ay bag is protruding. The video attached shows a pump with a cassette attached paused, once the pump is initiated the no disposable attached (nda) alarm is activated. The complaint is confirmed. No other analysis was performed. No product was returned for analysis. If the product is returned, the manufacturer will reopen this complaint for further investigation. No root cause was determined due to no product was returned for analysis; however, an internal CAPA was open on (B)(6) 2021 to investigate the failure mode reported. CAPA is currently in investigation results phase. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: catalog number.